Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the customer reported issue of "has constant close door message while the door is fully closed" was not reproduced. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a door not fully latched alarm based on event history log review. The cause of the condition was determined to be the link screws being loose. The link screws will be readjusted to address this issue. A door not fully latched message occurs during set up and may result in a delay of using the pump. It is unlikely that this would cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a constant close door message when the door was fully closed. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.